Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cardiac arrest. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a faradrive was selected for use. During the procedure, the physician could not induce any flutter or supraventricular tachycardia (svt) that would be sustained. The faradrive was moved from the left atrium to the right atrium to map and ablate with non-boston scientific devices. Then, the physician tried to maneuver next to the inferior vena cava (ivc), the catheter lost it's position and hit the av node. The patient went into cardiac arrest, physician started giving cardiopulmonary resuscitation and the patient went back to flutter with ventricular conduction. The procedure was cancelled due to this event. The patient had successfully recovered.